Manufacturer narrative:
(B)(4).the devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. This complaint for peritonitis -no malfunction or use error is not confirmed because the disposable set was not returned to baxter and the lot number was unknown. The assignable cause is no device malfunction or use error. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This is a spontaneous report by a nurse from portugal of peritonitis in a patient coincident with physioneal therapy. On (B)(6) 2012, the patient experienced peritonitis manifested by cloudy effluent and abdominal pain. The cause of the peritonitis was unknown. On (B)(6) 2012, remedial therapy with vancomycin, ceftazidime and oral fuconazole (200mg a day) was initiated and were ongoing. Peritonitis was resolving. Reporter considered all the events not related to baxter pd solutions or baxter medical devices.

Manufacturer narrative:
(B)(4). Additional information: on an unreported date, the patient recovered from the peritonitis.